Event description:
It was reported that the customer was transported via ambulance to the emergency room (ER) due to blood glucose (bg) level of 60 mg/dl and a seizure. Cause of low bg level was unknown; however, pump data review showed that the customer delivered a large bolus prior to the event. Bg was treated with glucose tablets, consumption of carbohydrates, and intravenous saline. Reportedly, customer left the ER 2 hours later with the issue resolved and no permanent damage. Pump data review by tandem clinical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.